Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during bolus and the numbers begun to ramp up. No further information reported.

Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage noted on keypad traces. No ramping numbers noted on the display. Insulin pump had a reservoir tube lip, broken battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.